Manufacturer narrative:
Device evaluation: a review of the device noted a crease smooth opening on posterior side, assessed as fold flaw opening. Additional observation noted crease fold, wear abrasion and yellow particles inside the device.

Event description:
Healthcare professional reported left side deflation and "any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and "creases". This record is for left side. Device has been explanted and replaced.